Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecstectomy event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). After using the first clips, the second never arrived between jaws. Ai translation: please find below the e-mail from dr [name redacted] who has had problems with ca500 clips on several occasions. These are not the same batch numbers, and we have 3 clips available for analysis and rotation at your premises if you wish. I'd like to draw your attention to two meterio-vigilenace clip defects where from the 2nd clip onwards, the clip no longer drives the clips and I'm obliged to buy another clip so there's probably a fault in the clip "drive". Patient status: no patient injury reported. Intervention: the surgeon took another ca500.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: cholecstectomy. Event description: complaint 1 of 3: (B)(4) complaint 2 of 3: (B)(4) complaint 3 of 3: (B)(4). After using the first clips, the second never arrived between jaws. Ai translation: please find below the e-mail from dr [name redacted] who has had problems with ca500 clips on several occasions. These are not the same batch numbers, and we have 3 clips available for analysis and rotation at your premises if you wish. I'd like to draw your attention to two meterio-vigilenace clip defects where from the 2nd clip onwards, the clip no longer drives the clips and I'm obliged to buy another clip so there's probably a fault in the clip "drive". Patient status: no patient injury reported. Intervention: the surgeon took another ca500.